Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l1-s1. Approximately 7-8 years post-op it was found that the patient had pseudoarthrosis at l5/s1. The patient is scheduled to undergo a revision surgery via tlif and extend the construct to the iliac. No additional patient complications were reported.